Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Multiple attempts were made to obtain additional information from the account regarding the event. However, no additional information was provided. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas), instructions for use (IFU) is currently available. Section 1, ¿introduction¿ lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for fluid overload and ventricular tachycardia on (B)(6) 2021. The patient was discharged on (B)(6) 2021 with home health and bridge to hospice due to patient's poor prognosis. The patient's clinical condition worsened while at home and the patient's spouse canceled the clinic visit scheduled for (B)(6) 2021. Hospice turned off the patient's ICD (implantable cardioverter-defibrillator) per family wishes on (B)(6) 2021. The patient expired on (B)(6) 2021 and the lvad (left ventricular assist device) was turned off after the patient expired.